Event description:
Consumer contacted via e-mail and stated that the applicator had two tampons in it. No injury was reported. This case was initially submitted on (B)(6) 2021, with the incorrect uf/importer report number of 1216894-2020-00039. This corrected initial submission has the accurate uf importer report number of.